Manufacturer narrative:
Device eval: two used suspect devices were returned for eval. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculogram procedure at 812 psi. Injector settings: at 9 ml/sec for a total of 36 ml at 1000 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the add'l event. Therefore, this single form FDA 3500a will be submitted for this complaint.